Event description:
The user facility reported a patient had an impella 5.5 placed for support when signal was lost. The loss of the signal prompted the team to replace the pump. There was no harm from the malfunction.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.